Event description:
It was reported by customer that the pcu had an 800.8000 error code. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the pcu had an 800.8000 error code. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the pcu had an 800.8000 error code was confirmed during log review but not replicated during testing. The pcu event log showed that the system error occurred during the execution of the ¿fast battery conditioning¿. The ¿fast battery conditioning¿ and ¿optimal battery conditioning¿ were performed, the battery conditioning tests completed with no errors or malfunctions. The suspect pcu did not reproduce the error code. The event date was reported as 02 september 2025; time was not reported. The error log showed eleven (11) error codes 800.8000 on 02 september 2025 at 9:34 am. The error code 800.8000 indicates a software fault. The bd alaris¿ pc unit system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. There was no patient involvement. Note to repair center: please replace the pcu power supply board as a preventive measure. Device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable root cause of the reported that the pcu had an 800.8000 error code is being attributed by a defective 220 f capacitor (c20) in the pcu power supply board. Note that this report lists imdrf annex a040502, a1801, c0503, d08 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.